Event description:
It was reported that the customer was hospitalized due to high ketones and high blood glucose of 1497 mg/dl. Troubleshooting was performed. The time, date, programming, and settings were correct. The tubing clamp was not available to complete the testing. The nurse called back to perform the fixed prime test and the insulin did exit. Ran a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.